Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer initially reported that their device was showing its charge-pak and attention icons. After an evaluation of the device, it was observed that the internal hlc batteries had depleted to 0 which is an indication that the internal hlc batteries would not have sufficient power available for the device to deliver effective defibrillation therapy. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. The cause of the reported issue was determined to be an electrically leaky filter, designator fl9 from the analog pcb assembly. The leaky filter allowed 990 ua of excessive current which caused the internal hlc batteries to become depleted.